Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they were hospitalized for diabetic ketoacidosis on (B)(6) 2016 with a high blood glucose level of 345 mg/dl. The customer was treated for their blood glucose with a bolus and manual injections. It was unknown why the customer's blood glucose was high. The customer was not wearing their insulin pump during their hospital stay. The customer felt that there was an issue with their insulin pump and insisted on having their device replaced. The customer returned the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened dome switch on the up arrow button. The lcd connector was inspected and no anomaly was noted. However, the insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test; the insulin pump functioned properly. The insulin pump had minor scratched lcd window and cracked reservoir tube lip.